Event description:
The hosp reported that during the saphenous vein harvesting procedure, the pt developed co2 embolism. The anesthesiologist noticed the decrease in the pt stats. A trans-esophageal scan showed air bubbles in the heart. The co2 gas was turned off and the anesthesiologist hyperventilated the pt. The pt stabilized and the procedure was completed endoscopically without any additional issues. No other pt complications were reported.